Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision/removal on (B)(6) 2007 and (B)(6) 2009. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and uretex to2 trans-obturator product were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and align to urethral support system product was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent excision of exturded mesh.